Event description:
Reporter indicated that a vns (B)(4) computer with (B)(4) software was freezing during interrogation, and that this had been occurring since the previous month. The freezing event was duplicated with a demonstrator vns generator. Attempts for return of the computer and flashcard are in progress.

Event description:
The vns computer, flashcard, and programming wand were returned on (B)(6) 2013. Analysis of the wand and flashcard did not identify any anomalies. Analysis of the computer serial cable identified that the computer was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken ground wire connection in the serial cable. Once the ground wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.